Manufacturer narrative:
Ous MDR -the ICD first underwent an electrical incoming goods check. The device status was eos, and 17 charge processes had been documented. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was fed in and the device detected the fibrillation signal as expected. A charge process followed the detection, which was aborted due to an already considerably discharged battery. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. A partially discharged battery was found. The electronic module was connected to an external power supply. The power consumption of the electronic module was examined and proved to be unremarkable. The electrical module was connected to an external voltage source. A fibrillation signal was again fed in and the module now reacted according to spec with a defibrillation shock. The specified energy level of 30 j was reached. The power consumption of the electrical module under load continued to be normal. The battery was then returned to the MFR for a destructive analysis. The x-ray exam did not show any anomalies of the internal structure. The battery was opened. A damaged inner insulation was identified during the visual inspection. This impairment allowed an increased internal self-discharge, which contributed to the premature battery depletion. This is not a systematic device behavior. In summary, the analysis identified battery depletion as cause for the clinical observation. The premature battery depletion resulted from an increased self-discharge within the battery.

Event description:
Ous MDR -after an implantation time of about 35 months, it was reported that the ICD could not be interrogated. No worsening of the pt's state of health was reported. The ICD was explanted.